Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. The DHR check could not be performed as the lot number was not available. Event summary: during a dhs placement, when the surgeon wanted to drill, the three-fluted drill bit broke in the bone. He tried to retrieve it but it was a failure. The broken piece migrated into the intern face soft part of the thigh. Root cause determination using rmw: instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance. Not possible. No design issue visible in the product history of the device. Instrument, breaks, deforms, diverge, or parts remain in wound due to mechanical properties of material insufficient. Not possible. As the lot number of the device is not known, it cannot be excluded fracture of instrument due to general corrosion (crevice, pitting, galvanic). Possible, as the device was not returned for investigation, this point cannot be excluded. Instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance. Not possible. No design issue visible in the product history of the device. Instrument breaks or deforms due to off-label / abnormal-use. Possible, as no further information was provided like surgical reports, this point cannot be excluded. Conclusion summary: neither x-rays, operative notes, office visit notes nor devices or photos of the instrument were received; therefore the condition of the component(s) is unknown. User handling of the instrument and the other components which were used in combination with this instrument are also unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. An exact root cause for the screw loosening could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (calibrated drill. Ref# 00-2490-046-43) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. Zimmer reference number of this file is (B)(4).

Event description:
The following statement as reported. "During a dhs placement, when the surgeon has wanted to drill, the three-fluted drill bit broke in the bone. They tried to retrieve it but it was a failure. The broken piece has migrated into the intern face soft part of the thigh." A vascular consultation is planned. It is unknown if surgery was extended. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.